Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2017 with blood glucose of 371 and 500 mg/dl at the time of the incident. The customer was having issues with sensor glucose versus blood glucose differences. The customer used the pump to treat the highs. The customer also experienced lows of 33, 45, and 55 mg/dl that needed emergency medical assistance. The customer treated the lows with glucose tablets. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer's doctor adjusted their basals due to the highs. The customer had air bubbles in their previous infusion set and a large air bubble in the reservoir. The insulin pump will not be returned for analysis.